Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. Product was manufactured and event occured in another country. This is the same event as 3003379990-2007-00024,00025,00026.

Event description:
Allegedly stem subsided. Stem removed and prosthesis cemented in.